Event description:
The biomedical engineer (bme) reported that the ECG waveforms on the central nurse's station (cns) would disappear when the patient's heart would skip a beat, then come back once the heart rate returned to a normal rhythm. This syncopal event was recorded on a medtronic spo2/etcoc monitor, but not at the cns. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ECG waveforms on the central nurse's station (cns) would disappear when the patient's heart would skip a beat, then come back once the heart rate returned to a normal rhythm. This syncopal event was recorded on a medtronic spo2/etcoc monitor, but not at the cns. No patient harm or injury was reported. Investigation summary: the device event logs were analyzed by nihon kohden corporation (nkc). Nkc observed there were advisory alarm for signal loss and electrode off log entrees. However, the full disclosure pictures did not show signal loss and electrode off waveforms. In order to determine a root cause for this event, nkc would have needed know if there were other devices connected to the network, and to verify that the wireless environment was optimal. Also of note, the site had currently been experienced signal loss. They had performed a spectrum analysis with no conclusive results. They found a setting in the cns under system configuration for "signal loss waveform" that was set to "off." It has since been turned to "triangle pattern," but the waveform disappearances were still occurring. Signal loss is an advisory message that appears on the patient tile at the cns: signal loss occurs when the wireless signal between the zm telemetry transmitter and the org receiver is weak. When this occurs, it is recommended that the user check on the patient's condition for safety. There is no indication that the device had malfunctioned. Service history for this serial number shows a subsequent incident of signal loss, ticket (B)(4). In that event, the root cause was due to the patient having been transported outside the area of the wireless coverage.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have a patient where their heart skips a beat. When this happens, the ECG waveforms will disappear and come back once the heart starts back into a regular rhythm. They sent in a strip stating this is during a syncoble event that was picked up by a medtronic spo2/etco2 monitor, but the central nurse's station (cns) reads as a blank period that does not even trip an alarm. The trend shows yellow stripes that are not viewable and record no leads. They are missing alarms. There is no error message displayed unless the telemetry transmitter loses signal long enough to generate a signal loss message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver (org): model: ni, sn: ni. Telemetry transmitter: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they have a on patient where there heart skips a beat. When their heart skips a beat, the ECG waveforms will disappear and come back once the heart starts back into a regular rhythm. They sent in a strip stating this is during a syncoble event that was picked up by a medtronic spo2/etco2 monitor, but the central nurse's station (cns) reads as a blank period that does not even trip an alarm. The trend shows yellow stripes that are not viewable and record no leads. They are missing alarms. There is no error message displayed unless the telemetry transmitter loses signal long enough to generate a signal loss message. No patient harm was reported.